Event description:
Pt had a mr exam. He was scanned with the sense body coil with it positioned in the abdomen area. After the examination, a second degree burn with a blister 1.5 cm was observed on the dorsal part of the left hand.

Manufacturer narrative:
Method: the coil was checked on site and the info provided by field rep was reviewed by complaint handling team of MFR. Conclusions: (user error contributed to event). I was stated in the burn questionnaire that initially, sufficient distance was applied between coil cable and pt. But, that there is a possibility that the pt moved his hand, resulting in an insufficient distance (<2cm). No padding was used. Also, high sar values may have contributed to the burn. Overall, it is most likely that this burn was caused by unwanted rf interference being facilitated by the insufficient distance between coiled cable and the pt's hand. Although no visible damage was observed on the outside, the internal shielding of the coil may have been damaged by mechanical wear. Depending on the position of the coil and the pt, this can lead to heating of the coil cable or elements and/or unwanted rf interference. The coil will be replaced on site.